Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2005 and a sling and pelvisoft were implanted the patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with hysterectomy, plastic repair of introitus, cystoscopy and submucous urethropexy due to prolapse uterus, sui and gaping vaginal introitus. It was reported that following insertion the patient experienced pain and mesh protrusion. It was reported that the patient underwent a revision of mesh surgery in 2005. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.